Manufacturer narrative:
(B)(4). It was reported that, on an unreported date, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The day after the onset of peritonitis, the patient was hospitalized. On an unreported date, the patient was treated with vancomycin injection 1000 milligrams (route, frequency, and duration not reported) and ceftazidime injection 250 milligrams (route, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.